Event description:
It was reported during surgery the surgeon was implanting a 2.3mm x 18mm locking cortical screw (part number co-t2318) when the 1.5mm hex driver tip, locking groove (part number 80-0728) snapped into the screw head. The failed driver tip was successfully removed from the head of the screw. The surgery was completed with a spare 1.5mm hex driver tip, locking groove after a 2-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00642 for the driver involved in this event.

Manufacturer narrative:
The reported 2.3mm x 18mm locking cortical screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the 2.3mm x 18mm locking cortical screw (part number co-t2318) was unknown.